Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: only two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which observed that the tube was disconnected from the chamber. Further inspection observed that one (1) of the samples had been under inserted into the pipe by the automated machine. It was noted that one (1) of the samples was reworked and the tube was cut improperly by the operator which led to not enough material to form a sufficient bond. The reported condition was verified. The cause of the condition is manufacturing related. The other sample was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) solution administration sets were observed to be separated. It was further reported there was a separation between the ¿the connection of the pipe with the dropper cabinet¿. Device one, a leak was observed during ventilation when priming with normal saline. The remaining two devices were observed prior to priming. There was no patient involvement. No additional information is available.